Manufacturer narrative:
Reported event was confirmed by review of the provided x-rays. The x-rays were reviewed by the operative surgeon and identified stem malposition in the immediate postoperative x-rays. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause determined to be component was malpositioned during the procedure and required subsequent revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) . Concomitant product(s): a 211241, compr srs mod stem - 6x150mm, 046230. Report source, foreign ¿ events occurred in the (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09984.

Event description:
It was reported that the patient underwent right elbow arthroplasty. Subsequently, the patient underwent a second revision of the distal srs due to malpositioning of the humeral component. Attempts have been made and additional information on the reported event is unavailable.